Event description:
Ous MDR - after about 25 months of implant duration, oversensing without inappropriate therapy was reported. No adverse patient side effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 33.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The cuttings in the insulation occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.